Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient felt some muscle stimulation possible from unipolar pacing by the right atrial (ra) lead. A lead warning tripped for low impedance and a polarity switch. The lead was reprogrammed back to bipolar configuration and it remains in use. No further patient complications have been reported as a result of this event.